Manufacturer narrative:
Corrected data: g2 (¿health professional¿ was selected in error on the initial report) and h4 (the correct device manufacturer date has been provided). H10: per information obtained from the customer, there was no deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had foreign material exiting from the channel including the auxiliary water channel. The foreign object was retained in the scope after pre-cleaning and auto-disinfecting. The foreign object was exposed when the forceps were pushed through the channel to biopsy. The issue was found near the end of the diagnostic esophagogastroduodenoscopy procedure and the procedure was completed. The procedure was not prolonged. The scope was inspected/cleaned as per the olympus disinfection protocol. There were no reports of patient harm. The patient was currently stable.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the findings in b5, the following were found. The label was not properly affixed, scattered image, sw (camera) switch was cut, up angulation was low, u/d (up, down) and r/l (right, left) knobs were loose, d/e (distal end) cover had dents/scratched, ob (objective) lens had excessive scratches, an edge chip, and worn glue not affecting the image body control unit buttons, the lg (light guide) lens had two small edge chips, and worn glue, a-rubber (bending section) glue was cracked, insertion tube had a soft dent at the 15 mark, the control knob movement had play ,control body was missing cylinder color ring, lg (light guide) tube had minor buckles/scratches, and the scope connector had a minor dent and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information was provided by the user facility.